Manufacturer narrative:
Additional devices listed in this report:cat 5510-f-601, lot sxp3y, description: triathlon cr fem comp #6 l-cem;cat 5520-b-600, lot bfls, description: triathalon tib baseplate - cemented;cat 5550-g-391, lot b111, description: triathlon symmetric x3 patella.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patients knee became infected for unknown reason.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a triathlon insert was not confirmed.

Event description:
It was reported that the patients knee became infected for unknown reason.